Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set dethatched the following information was received by the initial reporter with the following verbatim: patient had double strength levophed, epi, and vasopressin running, the techs were turning the patient to put new sheets under him and the IV tubing line with the pressors running snapped in half.

Event description:
Material: 2426-0007 batch#: 24059521 or 24055741 it was reported by the customer that had double strength levophed, epi, and vasopressin running, the techs were turning the patient to put new sheets under him and the IV tubing line with the pressors running snapped in half. Verbatim: rcc received a complaint via email. Email(s) attached. Patient had double strength levophed, epi, and vasopressin running, the techs were turning the patient to put new sheets under him and the IV tubing line with the pressors running snapped in half.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. The affected product's lot number could not be confirmed by the customer. However, the customer provided the two possible lot numbers 24059521 and 24055741, a device history record review for material# 2426-0007 and lot# 24059521 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 31may2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for material# 2426-0007 and lot# 24055741 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27may2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.